Manufacturer narrative:
(B)(4).

Event description:
It was reported that during bph procedure at 97,535 joules of use, "the aiming beam is coming straight out of the tip" was noted. The fiber was exchanged, and the procedure was completed using the second fiber at 33,980 joules of use. Both fiber tips were cleaned during the procedure. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits mild scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.